Event description:
This unsolicited case from (B)(6) was received on 22-aug-2017 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and on the same day had pain in knee/pain in her knee and cannot bend knee/unable to bend her knee. The past drugs, medical history, concomitant medications and concurrent condition were not provided. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one, at a dose of 6 ml once (lot number and expiration date: not reported) for knee (knee pain). On the same day, patient experienced pain in her knee after having received an injection of synvisc one. Patient mentioned that she was now unable to bend her knee that was injected (cannot bend knee). The patient indicated that she had pain after the injection so the physician prescribed prednisone and she took these along with using ice packs. On (B)(6) 2017, patient reported that the pain was about 25 percent better. Corrective treatment: not reported for cannot bend knee/unable to bend her knee; prednisone, ice packs for pain in knee/pain in her knee. Outcome: recovering for pain in knee/pain in her knee; not recovered for cannot bend knee/unable to bend her knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for pain in knee/pain in her knee additional information was received on 28-aug-2017. Ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 22- aug-2017 from the patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and on the same day had pain in knee/pain in her knee and cannot bend knee/unable to bend her knee the past drugs, medical history, concomitant medications and concurrent condition were not provided. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one, at a dose of 6 ml once (lot number and expiration date: not reported) for knee (knee pain). On the same day, patient experienced pain in her knee after having received an injection of synvisc one. Patient mentioned that she was now unable to bend her knee that was injected (cannot bend knee). The patient indicated that she had pain after the injection so the physician prescribed prednisone and she took these along with using ice packs. On (B)(6) 2017, patient reported that the pain was about 25 percent better. Corrective treatment: not reported for cannot bend knee/unable to bend her knee; prednisone, ice packs for pain in knee/pain in her knee outcome: recovering for pain in knee/pain in her knee; not recovered for cannot bend knee/unable to bend her knee. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for pain in knee/pain in her knee.